Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and partially erased red octagonal sign and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 80,742 joules and 9:42 minutes "fiber rotates in its sheath" was observed. The fiber was exchanged and at 263,132 joules and 31:37 minutes "fiber rotates in its sheath" was observed. The fiber was exchanged and at 166,985 joules and 24:20 minutes "fiber is broken" was observed. It was not reported how the procedure was completed. The tip of the first fiber only was cleaned during the procedure. Patient outcome "ok" reported. This report is for the second fiber.